Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Around (B)(6) 2020, the patient went to the hospital for an ins replacement. The injuries the patient sustained were of a serious nature. It was noted that when the ins was replaced, it caused "severe and disabling injuries" to the patient; it produced a permanent injury to the patient. It was also noted that the patient's recharger was "defective." On (B)(6) 2021, the patient went back to the hospital for the removal of their ins due to internal burning, persistent pain, and drainage from the left battery pocket. The ins and recharger became defective. The patient experienced emotional distress, suffering, loss of enjoyment of life, and "disfigurement." The use of the device resulted in internal burning and severe infection, thus causing serious injury to the patient.